Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that resistance occurred at the distal end of the catheter. There was no damage on the pushiwre. It was noted that there was no friction during delivery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a pipeline vantage that failed to open at the proximal end and had resistance/failure to resheath. The patient was undergoing a procedure for treatment of a left internal carotid artery (ica) unruptured saccular aneurysm. The aneurysm max diameter was 2mm and the neck diameter was 3mm. Vessel tortuosity was normal. It was reported that the pipeline and all accessory devices were prepared per the instructions for use (IFU). After distal deployment, the proximal end of the pipeline failed to open and the pipeline could not be resheathed. It was noted there was friction at the proximal ending zone when trying to resheath. More than 50% of the pipeline had been deployed when the failure to open occurred. The pipeline was not positioned in a vessel bend. The pipeline resheathed 2 or less times. No other steps or devices were used to open the pipeline. Because the pipeline could not be resheathed, it was retrieved and removed from the patient with a snare or other retrieval device. The pipeline was then replaced to complete the procedure successfully. There were no patient symptoms or other complications associated with this event. Ancillary devices: phenom 27 microcatheter, traxess 14 guidewire, rist 6f guide catheter, 7f sheath.

Manufacturer narrative:
H3: product analysis of ped3-027-550-16, lot# b689577. As found condition: the pipeline vantage with shield was returned for analysis within shipping box; and within a plastic bio-pouch; and within an opened pipeline vantage shield outer carton. Damage location details: no bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, arms or with the proximal bumper. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The distal and proximal ends of pipeline vantage shield were found fully opened and damaged. No other anomalies were observed. Conclusion: based on the analysis findings, the pipeline vantage shield could not be confirmed to have failure /incomplete open at proximal as the distal and proximal ends of pipeline vantage shield braid were found fully opened and damaged. However, the root cause could not be determined medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that there was no damage at the catheter.